Event description:
The dentist reported that the abutment screw fractured in tooth site #12. The top of the screw fragment was discarded; the bottom screw fragment remains in the implant.

Manufacturer narrative:
The product was discarded by the dentist.

Manufacturer narrative:
The device was not returned for evaluation, however an x-ray was provided for review. The screw fracture could not be verified. The device history record review for the screw lot did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. (B)(4)